Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4)) on behalf of the importer getinge group logistic america, llc (registration no. (B)(4)). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 20th may, 2019, getinge disinfection ab became aware of an issue with one of the washer disinfector- 46-4 model number. Initial allegation pointed to door falling off from the device onto the floor. There was no injury reported, however it was decided to report this issue based on the potential risk and in abundance of caution as a door falling off onto the floor might lead to an adverse outcome. After our initial report and based on the information collected during the investigation it was established that the malfunction that occurred was a different type, namely a panel underneath the door fell off the device, thus a different failure mode and hazard scenario. The product involved in the incident is a washer disinfector, model name 46-4 with the serial number: (B)(6). The unit was manufactured on 5th october, 2018 and installed 11th december, 2018. Upon performed investigation, it was established that the probable root cause of the issue occurrence was related to the door being misaligned. In such situation and when there is no space between the door and panel, every movement of the device door is putting an additional force on the panel that can eventually result in this part to pop out of its fastening. Per our subject matter experts, the level of misalignment required for this result is unlikely to have taken place due to incorrect installation, as such misalignment is obvious for the technician and can be easily detected during the installation process. The situation however, can take place when there is a mechanical force applied to the plate, e.g. Plate being hit by an object. In summary, when the event occurred, the device did not / seized to meet its specification and it contributed to the event. In the time when the event occurred, the device was not being used for patient treatment. The most probable root cause of the issue occurrence is an user error while operating the device. Given the findings of this investigation, getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. Additionally and upon the performed review, getinge concludes that the difference between those two parts (washer¿s door and washer¿s panel) is significant in an aspect of design, dedicated usage and potential harm related with a described malfunction. Taking under consideration information collected to date it was stated that problem with plate falling off the device is not falling under vigilance reporting requirements and the hazard scenario as found in this complaint will be not reported to the competent authorities in the future.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site. H3 other text : device not returned to the manufacturer.

Event description:
On 20th may, 2019 (B)(4) became aware of an issue with one of the washer disinfector- 46-4 model number. It was stated that the door fell off from the device into the floor. There was no injury reported, however it was decided to report this issue based on the potential as door falling off into the floor might lead to an adverse event.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).